Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low flow hazard alarms; however, a direct correlation between this finding, the patient¿s ventricular tachycardia and heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. A specific cause for the low flow events could not be determined through this evaluation. Pump off alarms that appeared to be the result of the patient¿s driveline being disconnected were also confirmed; however, a specific cause for these events could not conclusively be determined. A direct correlation between heartmate ii lvas, serial number (B)(4) and these events could not conclusively be determined. The submitted log file contains data from (B)(6) 2018 at 18:05:48 through (B)(6) 2019 at 17:49:15. One transient low flow hazard alarm was captured on (B)(6) 2018 at 14:43:22. Frequent low flow hazard alarms were then captured on (B)(6) 2018 from 08:16:07 through 10:14:12 (47 total on this date). Estimated flow ranged from 2.0-2.4 lpm for these events. The low flow condition appeared to resolve, as estimated flow ranged from 4.5-5.2 lpm from 11:57:22 through the end of the file. Additionally, the pump speed dropped below low speed limit on (B)(6) 2018 at 00:24:51. This appeared to be due to the driveline becoming disconnected. Pump off alarms were also captured. Overall, power ranged from 2.7-6.2 w, estimated flow ranged from 1.7-5.9 lpm, and average pi was between 1.6 and 7.5. The fixed speed was set to 9400 rpm and the pump speed did not drop below the low speed limit of 9000 rpm while the driveline was connected. No external power alarms (investigated under (B)(4)) and backup battery faults (investigated under (B)(4)) were also captured. The pump speed remained above the low speed limit during these events. The pump appeared to be operating as intended. The account communicated that patient presented with low flow alarms and was hypertensive. After reviewing the data history, it was noticed that a pump off alarm was observed following a driveline disconnect alarm. It was later reported that the patient also presented with shortness of breath and non-sustained ventricular tachycardia. The patient was cardioverted one time and the low flow alarms resolved. The non-sustained ventricular tachycardia was controlled with amiodarone. The account did not determine that the lvad caused or contributed to the vt. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no additional complaints have been reported at this time. The hm ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the heartmate ii left ventricular assist system and outlines pump speed, power, flow, and pi. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. The document contains information regarding the system¿s alarms (including low flow hazard and driveline disconnected alarms). The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This IFU and the hmii patient handbook explain that disconnecting the driveline from the system controller will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight has been requested but has not yet been provided. Approximate age of device- 2 years, 2 months. The patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported the patient's log files were submitted for analysis by the manufacturer's technical services on 20 jan 2019, after clinician reviewed data history and noticed a driveline disconnect alarm. Technical services reviewed submitted log files and confirmed a motor stopped/driveline disconnected event on (B)(6) 2019. This event is likely caused by the percutaneous lead (driveline) momentarily becoming disconnected from the pocket controller. The log file indicates the driveline was reconnected and the motor was restarted. The event lasted approximately 5 seconds. The patient reports having no recollection of disconnecting his own driveline; he does not remember the event or recall experiencing any symptoms. No additional information was provided.